Event description:
It was reported that the insulin pump alarmed motor error twice, during bolus delivery. The customer's blood glucose was 306 mg/dl, which was treated with manual injection. The customer does not use the sensor feature. They were able to rewind the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Motor tested outside device and passed. No motor error alarm noted. Insulin pump had a cracked lcd window, cracked case near lcd window corner, scratches on reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.